Event description:
The microlab at plus 2 instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Incident was not due to a malfunction of the instrument but to an insufficient volume of control in the sample test tube. No erroneous results have been generated. No repair was required, the instrument was working according to specifications. Proper volumes for pipetting, as indicated in the user's guide, have been reviewed with the customer.